Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cycler device experienced a low priority alarm 30166. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During troubleshooting, there was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The caregiver was not sure if they had pressed start therapy before connecting. The technical service representative advised to end therapy and drain and day dwell using manual exchanges. There was no patient injury or medical intervention associated with this event. No additional information is available.